Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the actual sample was in the state where the catheter and the guide wire were combined with each other. Visual inspection of the catheter found that the shaft had been cut at approximately 6mm and 12mm from the distal end, hardly connected with the stainless steel reinforcement. The total length of the catheter was confirmed to meet manufacturer specifications. This indicated that there was no missing portion. Magnifying inspection of the lateral side of the cut found that the tube had been crushed and further elongated. Magnifying inspection of the fracture cross-section found that the lumen had been flattened with the inner layer having been elongated. The outside diameter of the undamaged section was measured along the total length and confirmed to meet manufacturer specifications, being comparable to that of the current product sample. The bending resistance was determined on the undamaged section and confirmed to meet the specifications, being comparable to that of the current product sample. Visual inspection of the guide wire returned along with the actual sample found no anomaly or break along the total length. A test was conducted to reproduce the defect. The catheter of a current product sample was inserted into a parent catheter (glidecath with a two-way stopcock connected to its proximal end) and the two-way stopcock was closed completely. The catheter sample became cut at two points. Magnifying inspection of the cut found that the tube had been crushed and elongated as the result of application of a pinching force. The interval of the two cuts were found to be 6mm. The damage similar to that of the actual sample was duplicated. A review of the manufacturing record and shipping inspection record of the involved product/lot number combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product code/lot number has not been reported previously. There is no evidences that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the investigation result, it is likely that the actual sample was subjected to a pulling force by having been pinched by a device with a two-way stopcock connected to its proximal end and became cut. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: "if the guiding catheter is fitted with a stopcock, do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported the tip of the device was fractured. Follow up communication with the user facility reported the following information: the physician found the tip of the device was fractured during tace (trancecatheter arterial chemo embolization) procedure. No impact to the patient.